Manufacturer narrative:
Alleged failure: activation button on probe was blocked and did not stop. Probable root cause: handle button not molded correctly, not glued or welded correctly. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that during surgery the probe did not turn off which led to a burn on the patient.